Event description:
Customer reported via phone call to have received a button error alarm and keypad not responding. Customer believes malfunction may be due to humidity. Customer's blood glucose was 139 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip.